Event description:
The customer contact reported the device did not sound an audible alarm tone during an alarm condition. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report is being made as part of a retrospective review. No further testing or investigation will be performed. This report represents all the information known by the reporter upon query by hospira personnel.